Event description:
It was reported that the ventilator generated a technical error code indicating, "disabled valves" while connected to a patient. According to the customer the ventilator functioned normally after rebooting, and was used since then without problems. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No fault was found and no parts were replaced. The device logs were downloaded. The evaluation of the received device logs showed that a software error alarm indicating failed handling of remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts, and with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated one technical error indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again, which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing subsystem at the time. In conjunction with the four unsuccessful restarts attempts, the breathing subsystem could not connect to its persistent memory, which has parameter information stored. In such situation, the ventilator will, by design, start up in the infant patient category with default settings. Our conclusion is that a problem occurred with the breathing subsystem. It was detected by the system and alarms were generated. The cause was a temporary corruption of data. The reason why this corruption of data occurred has not been determined.

Event description:
(B)(4).